Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that a patient presented with pocket infection. The whole system including the pulse generator and leads was explanted. The patient is under medication and a new system will be implanted later. No other patient symptoms were reported. The patient was stable post procedure.